Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the bluetooth telemetry was restored without any known intervention performed. No further patient consequences reported.